Manufacturer narrative:
A displayed fan failure was reported. The failure occurred during power up. According to the log file analysis a housing fan one/two and a drive fan defective error message occurred. A getinge service technician (fst) was sent for investigation and repair on 2022-09-12/13/14 and 2022-10/01/03. Both housing fans were replaced to solve the "housing fan defective" error message and the sensor panel was replaced to solve the "drive fan defective" error message. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the fst following root causes were determined for the reported failures: the drive fan one defect was caused by corrosion on the sensor panel terminal connector. The housing fan defect was caused by a pinched wire with the shrink tubings between the bottom battery housing and the top cover. In the service manual (chapter 1.11 service activities) is stated that the fans have to be exchanged every 24 months during the maintenance. Furthermore in the instruction for use (chapter 2.2.1 general risks in the use of heart-lung support systems) it is stated that the ventilation openings have to be checked before every use that they are not covered. A cardiohelp with a defective fan should be replaced as quickly as possible. The review of the non-conformities has been performed for both fan failures on 2022-09-19 for the period of 2013-08-01 to 2022-09-07. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2013-08-01. Based on the results the reported failure "fan failures" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
The review of the non-conformities has been performed on 2022-09-19 for the period of 2013-08-01 to 2022-09-07. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2013-08-01. A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
A displayed fan failure was reported. According to the logfiles the error message "housing fan 1/2 defective" occurred on (B)(6) 2022. The failure occurred during power up. No harm to any person has been reported. Complaint ID# (B)(4).